Event description:
It was reported by the patient that on (B)(6) 2022, at midnight, the accu-chek spirit combo pump had displayed an e-4 (occlusion) error. The insulin cartridge still had 82 iu of insulin, and patient didn¿t know why the pump had alarmed occlusion. There was no apparent reason for the e-4 and she was surprised. She was about to change the insulin cartridge and infusion set to see if the error would stop and went to the fridge to take out the insulin vial. After 30 minutes, she changed the insulin cartridge and filled the transfer set accordingly. She reported that after that she experienced a hypoglycemic crisis and seizures, and alleged that it was because a larger amount of insulin had been delivered. The patient's mother and father provided first aid and she was taken to the hospital where she was treated with potassium, saline, dipyrone, anticoagulant, omeprazole, insulin and glucose due to hypoglycemic coma. She was hospitalized from (B)(6) 2022 to (B)(6) 2022. The patient was well at the time of the call, diabetes therapy was changed to mdi therapy and she is now using an insulin pen.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.